Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with a light adjustable lens (lal, sn (B)(6), +21.0d) in the right eye on (B)(6) 2023. Post-operatively, the patient completed 2 light adjustments and did not return for lock-in treatments. Approximately 26 months after implantation, on (B)(6) 2025, the lens was explanted due to lens appearance that was consistent with polymerization.